Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was not powering on. The medical surveillance specialist (mss) spoke to the lay user/patient for follow-up questions on (B)(6) 2011 and obtained/verified the following information. The patient informed the mss that his testing frequency is 5 times daily and manages his diabetes with glucophage pills (1000mg, 2x daily), lantus (160 units, 2x daily), and humalog insulin (sliding scale). The patient reported the alleged issue began on (B)(6) 2011 at 8:00am. Despite the alleged issue, the patient stated he continued taking his usual dose of diabetes medications. Approximately 7-8 hours after the alleged issue began, the patient reported feeling sweaty, cold, and clammy; which he associated as high blood sugar symptoms. In spite of his symptoms, the patient clarified and confirmed he did not seek medical treatment. At the time of the alleged issue, the patient confirmed no other blood glucose device was used. At the time of troubleshooting, the cca noted the patient was a first time user of the subject meter, the meter was not misused, and the correct test strips were used. The alleged power issue was not resolved with training since the power button and the test strip insertion per the owner's manual did not turn the meter on. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.